Event description:
The pt was implanted with a siltex becker on 12/29/94, subsequently it was noted that the pt had developed an infection in her right breast and the prosthesis was removed on 9/8/97.